Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "ac3 would not power-up for the biomed". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "would not power-up" was confirmed by the field service representative. No part was returned to teleflex c helmsford for investigation. According to the field service report, the issue was resolved after replacing the power supply and battery. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarm. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "ac3 would not power-up for the biomed". No patient involvement reported.